Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was hospitalized due to experiencing an increase in gtc seizures. The battery was noted to be at 8% remaining and the patient will be referred for a replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b. If explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date. F10 adverse event problem, corrected data: initial report inadvertently did not code f1905. H6 adverse event problem, corrected data: initial report inadvertently did not code b17 for type of investigation.